Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The event, placement and removal dates have been corrected. The following sections are being reported: b3: date of event was corrected to be (B)(6) 2020. B4: date of this report was updated. D6a. If implanted, give date was corrected to (B)(6) 2020. D6b. If explanted, give date was corrected to (B)(6) 2020. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports: at second stage surgery, fixture did not resist reverse torquing. Cover screw had been exposed, as a result of peri-implantitis. The boss411 implant was removed and area grafted. Tooth site #11 (universal).